Event description:
The patient had multisystem organ failure. The patient passed away on (B)(6) 2024 due to complications unrelated to the device. The nurse further reported that they thought it was right heart failure related.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported events, as well as patient outcome, could not be conclusively established through this evaluation. The submitted log files captured the device operating as intended with no notable events observed. The heartmate 3 lvas instructions for use (IFU) lists bleeding and various types of organ failures and dysfunctions (including respiratory failure and right heart failure) as potential adverse events which may be associated with the use of heartmate 3 lvas. This document also provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications, and outlines indications of right heart failure and provides the recommended treatment options for patients with right heart failure. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists bleeding, various types of organ failures and dysfunctions (including respiratory failure and right heart failure), and death as potential adverse events which may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. This section outlines indications of right heart failure and provides the recommended treatment options for patients with right heart failure. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A2: patient age not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was in respiratory failure and had a new spontaneous bleed and was off anticoagulation 17 days post operation. The cause of the bleeding would not be shared. Log files were submitted for review. The log file contained persistent pulsatility index (pi) events. There were no unusual rotor faults, pump temperature, or any other abnormal pump faults that were seen in the log file. The mechanical circulatory support (mcs) equipment was operating as intended. The left ventricular assist support (lvas) was operating as intended and the lvas was not thought to have contributed to the event. The patient was doing "okay".